Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument and confirmed waste leaking from the ise (ion-selective electrode) waste drain. The fse replaced the j2 ise waste drain valve to resolve the leak. (B)(4).

Event description:
The customer reported a leak from the modular chemistry reagent compartment on the unicel dxc 800 pro synchron system. The leak was not contained to the instrument and did leak onto the floor. The customer was wearing gloves, eyewear, and a lab coat. No reports of injury or customer exposure. No erroneous patient results were generated.